Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient had a past history of neurocysticercosis, meningitis, and a left vp shunt since 1993 for hydrocephalus. According to the report, the patient had the left vp shunt from another manufacturer removed on (B)(6) 2015 and it was replaced with a strata ii valve on the right side of the patient's head. Reportedly, the post procedure head CT scan showed ventriculomegaly and hydrocephalus. On (B)(6) 2015, the surgeon performed exploratory surgery and tested the implanted shunt system where it was found that the distal catheter of another manufacturer was not working and was replaced. According to the report, the patient did not improve after the procedure and it was determined that the peritoneal cavity was suboptimal in the patient because increased intra-abdominal pressure or kinking of the catheter may have occurred. Reportedly, on (B)(6) 2015, the strata ii valve was removed due to inadequate csf flow. It was reported that a replacement valve, preset moderate pressure, was used to complete the surgery. According to the report, on (B)(6) 2015, a head CT scan showed a significant decrease in the size of the ventricles and the patient's condition improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.